Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot number 4256203. The review did not reveal any possible non-conformances during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one (1) physical sample was returned for evaluation by our quality team. Through examination of the sample, blood was observed within the syringe. Following our investigation and based on the returned sample, it was determined that the most probable cause is due to customer misuse. Posiflush syringes are prefilled syringe use syringes, intended for flushing. Prefilled and conventional syringes have different purposes. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd posiflush leaked past the stopper. The following information was provided by the initial reporter: while performing the procedure of attaching the patient c.v. For the permanent left jugular, using the prefilled syringe ¿bd poliflush 10 ml ¿useful for performing cvc flushing before of connection to the lines of the artificial kidney, the latter has ruptured (the plunger dislodged, detaching from the black), no longer allowing its use. This is not the first time that such an episode has happened. Also in other cases, although the plunger does not dislodge sometimes blood flows from the same.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.